Manufacturer narrative:
The ge service rep performed a collimator calibration. Tested system. System operating as intended.

Event description:
The customer reported that the collimator needs calibration.